Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a uv-flash solution transfer set was wet, indicative of a leak. The step of setup or therapy during which this was noticed was not reported; however, there was reportedly patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with no issues noted. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, and clamp function test. All testing performed was acceptable. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.